Manufacturer narrative:
Batch review performed on 24 august 2020: lot 1908622: (B)(4) items manufactured and released on 23-march-2020. Expiration date: 2025-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: tibial component revision surgery performed 3 months after cemented total knee arthroplasty in a (B)(6) year old woman. In the radiographic image provided, tibial baseplate looks in valgus position. The reason of this choice is unknown. We cannot determine the causes of this condition, but we see no reason to think that the prosthetic implant was defective.

Event description:
3 months after primary, revision surgery performed due to tibial tray malpositioning (valgus). The surgeon implanted successfully new tibial implants.